Event description:
It was reported that the user received a low glucose alert at the start of a larger-than-usual lunch, with a contemporaneous capillary glucose of 87 mg/dl and a pump reading of 55 mg/dl, after which the user treated with approximately 4 glucose tablets and an ice cream sandwich and was counseled on hypoglycemia treatment using fast-acting carbohydrates and cgm lag versus fingerstick. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included restoration of glucose to range without hospitalization or further intervention. Investigation included troubleshooting education on meter technique, cgm versus fingerstick timing, and monitoring guidance. Investigation of this case revealed that the cause of the low glucose was unclear and that cgm-to-fingerstick differences were likely influenced by physiologic lag and initial fingerstick technique, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.